Event description:
It was reported that an left ventricular (lv) lead was attempted but not used during implant. It was noted that the lead implantation could not be achieved due to inability to obtain adequate pacing thresholds. The lead was explanted and replaced. The patient is a participant of the (B)(6) clinical study. No patient complications have been reported as a result of this event.